Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, there is no seam on the sling; however, the stitching is coming apart, and one of the black webbing straps is fraying near where it attaches to the sling.

Event description:
Customer states the sling is unravelling at the seam.